Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, on the home choice (hc) unit. The problem was noted during use, with the patient connected in initial drain. The care giver (cg) stated that the hc smells very hot like melting plastic. The technical service representative (tsr) assisted with end of therapy early procedure. The home patient (hp) was to complete therapy with manual supplies. There was patient involvement however there was no patient injury or medical intervention, associated with this event.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported issue could not be duplicated or confirmed during evaluation. The assignable cause was undetermined. The reported condition of melting smell was not confirmed during the review of the event history log. A service history review revealed no previous service events that were related to the reported condition.